Event description:
A letter from the hosp was received indicating that a pt's attorney has requested medical records, which they presume to be a precursor to litigation. The pt is alleging a burn under the return electrode. Valleylab learned of the injury on 7/3/2002. Contact with the hosp found that the injury was treated with ointment.